Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) worked with the customer and turned off the device for five minutes before turning it back on. After completing these steps, the drawer was fully functional, and the customer was able to successfully load medications successfully, resolving the issue. The system functioned as intended after the field service engineer assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus and tried reboot bus issues remains same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.